Manufacturer narrative:
Event date is approximate. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. No specific failure was reported against the returned device. The ams700 inflatable penile prosthesis (ipp) tried not used (tnu) cylinders were visually inspected, leak tested, and examined using a microscope; no visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) tnu pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The ms pump was functionally tested and did not pass the deflation test (2). Product analysis identified device malfunction with the returned pump.

Event description:
The device was returned with no product allegation. Analysis of the returned device identified a product malfunction.